Event description:
The pt reported that he had a tha. Sepsis was then diagnosed. The surgeon used a cementless hip that did not adhere to the bone. The surgeon reports loosening of the implants which is causing the pt's pain. He has to rely on pain medication to perform daily activities but he cannot take pain medication while working. The pt is getting progressively worse.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.